Event description:
Nurse contacted dexcom technical support on (B)(6) 2012, on behalf of one of their (B)(6) pts, to report that upon sensor removal, pt's mother noticed that a sensor fragment had remained inserted in pt's skin and was visible above skin level. Pt's mother proceeded to remove sensor wire with tweezers. At the time of her call to dexcom technical support on (B)(6) 2012, nurse reported that no medical intervention had been sought on behalf of pt and that pt was doing fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.